Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via right femoral artery in a 82 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. During procedure, an ¿optical sensor system error¿ message displayed on the automated impella controller. This occurred after the impella was connected to the controller and the purge solution was confirmed. The consoles were switched and no further error displayed, and the cp successfully implanted. The device has been explanted. The patient has expired. The signal issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. Death is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. D4 UDI was inadvertently omitted on the manufacturer device report. D6a and d6b should have been left blank. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog, lot, and serial numbers added. H4 MFR date.

Manufacturer narrative:
Updated information: d4 catalog number, serial number added. H4 added device MFR date. H6 component code changed to g05009. The investigation for the optical sensor error has been completed. The cause of the optical sensor errors was likely the presence of an air gap in the catheter plug.